Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the emergency room due to inappropriate shock therapy, both atrial and ventricular signal were observed on the v sense amplifier. Programming change was made to disable tachycardia therapy. Upon chest x-ray, right ventricular (rv) lead dislodgement was confirmed. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.